Event description:
It was reported that the patient presented in clinic for follow-up. Upon review, the implantable cardioverter defibrillator (ICD) was found in backup vvi mode with high voltage (hv) therapy disabled. The device had been exposed to a magnetic resonance imaging study in an off-label environment. Programming changes were performed, and the device was restored successfully. There were no patient consequences.